Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 453 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer does not feel symptoms of high blood glucose. The customer was assisted with programing their insulin pump. The customer was advised to consult their health care provider about the cause of the unexplained high blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.